Manufacturer narrative:
Visual inspection of the device showed the irrigation flush-line was kinked. A 3-way stopcock was received attached to the device. There were no obvious tears appearing on the outer slit of the hemostatic valve, yet there was a puncture-like shape near the outer slit. The sheath passed aspiration and hemostatis testing with syringes at various flow rates. However, the device did not pass aspiration or hemostasis testing while a catheter surrogate was inserted into the sheath and tipped at slight angles or when a dilator was inserted. The device passed aspiration and hemostasis testing once the catheter and dilator were removed. Device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, the valve body was then submerged in a beaker of water and no bubbles appeared. There is no evidence to suggest that this device was used in a manner inconsistent with the labeled indications. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a polarsheath was used in a cryo pulmonary vein isolation (pvi) procedure. It was noted that water was leaking out of the side hole on the sheath after about 100 seconds of ablation. The polarsheath was asperated with "a lot of air coming back". It was stated that the patient will undergo a neurologic investigation. It was further reported that there was no evidence of st elevation and no patient complications occurred. The polarsheath was returned for laboratory analysis.

Event description:
It was reported that a polarsheath was used in a cryo pulmonary vein isolation (pvi) procedure. It was noted that water was leaking out of the side hole on the sheath after about 100 seconds of ablation. The polarsheath was asperated with "a lot of air coming back". It was stated that the patient will undergo a neurologic investigation. It was further reported that there was no evidence of st elevation and no patient complications occurred.